Event description:
It is reported that 27 pts who received a miller/galante unicompartmental knee were revised due to unk reasons.

Manufacturer narrative:
Info was received via published literature. Please reference journal article at http://jbjs.org/content/89/3/519.long. Device history records could not be reviewed as the part and lot numbers are unk. This device is used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided.